Event description:
Customer states the use by date on the compact test strip label is 2007-09; manufacturer's batch record confirmed that actual use by date to be (B) (6) 2007. No adverse event reported. Batch record expiration date confirmation attached. Requested return of product, replacement sent.